Event description:
As reported by the (B)(4) study, a patient experienced an acute myocardial infarction and cardiac arrest approximately sixteen months after the index procedure. At the time of the index procedure, angiography revealed a lesion in the proximal and midsegment of a radial coronary artery bypass graft. The indication for the procedure was acute coronary syndrome and positive functional study for ischemia, and the coronary arteries bypassed were lad, obtuse marginal, diagonal, and rca/posterolateral brach. The lesion was pre-dilated with a 2.0 x 20mm non cordis balloon, and it was reported that a 2.5 x 28mm cypher stent was implanted at 16atm and a 2.75 x 33mm cypher stent was implanted at 12atm. The stents were post-dilated with a 3.0 x 20mm cordis durastar at 22atm. The residual percentage of stenosis was 30% noted. It was reported that the pre-timi flow was 2 and post-timi flow was 3. Approximately sixteen months after the index procedure, the patient experienced acute anterolateral mi and the patient was admitted to the hospital in cardiac arrest. Angiography was not performed. The relatedness of the events to the cypher stents was unknown.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, a patient experienced an acute myocardial infarction and cardiac arrest approximately sixteen months after the index procedure. This was a patient of unknown age and medical history. At the time of the index procedure, angiography revealed a lesion in the proximal and mid segment of a radial coronary artery bypass graft. The indication for the procedure was acute coronary syndrome and positive functional study for ischemia, and the coronary arteries bypassed were lad, obtuse marginal, diagonal, and rca/posterolateral branch. The lesion was pre-dilated with a 2.0 x 20mm non cordis balloon, and it was reported that a 2.5 x 28mm cypher stent was implanted at 16atm and a 2.75 x 33mm cypher stent was implanted at 12atm. The stents were post-dilated with a 3.0 x 20mm cordis durastar at 22atm. The residual percentage of stenosis was 30% noted. It was reported that the pre-timi flow was 2 and post-timi flow was 3. Approximately sixteen months after the index procedure, the patient experienced acute anterolateral mi and the patient was admitted to the hospital in cardiac arrest. Angiography was not performed. To date, no further information regarding the location of the mi, details of cause of death and post index procedure care have been available. The relationship of the events to the cypher stents was unknown. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15195922 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Death, from cardiac arrest secondary to mi, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Review of the available information does not allow for an exact determination of causal factors. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00058 and 3003742446-2012-00059.